Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post that the customer passed away in an unknown location. The cause of death was low blood glucose. The reporting party did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The reporting party stated they got the retainer ring field corrective action and if they could file a wrongful death lawsuit. The insulin pump will not be returned for analysis.